Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device and separation appear to be related to operational context. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In addition, it is likely that the ruptured balloon material became stuck on the patient¿s anatomy, resulting in the reported difficulty removing the device and subsequently the balloon ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a right auxiliary to subclavian fistula. The 12x60mm armada 35 balloon catheter was advanced without resistance; however, the balloon ruptured at 4 atmospheres during the first inflation. When removing the balloon catheter resistance with the anatomy was felt and the balloon ripped in half; but stayed attached where the markers are and was removed from the patient as one unit. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.